Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient's doctor told them to call the manufacturer because they needed to raise their stimulator. They were still having issues with controlling their bladder. They had a six millimeter kidney stone, and a stent was put in (no allegation related to device/therapy). The stent was not in there any more, but ever since it was removed, their bladder control had been worse. They used their control equipment to connect and increase from 0.8 volts to 1.0 volts on program 3. Basic system education information was reviewed, and the patient was redirected to continue working closely with their doctor. They planned to monitor their symptom results and continue working with their doctor and program settings if needed.